Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Scratched lcd window, battery tube threads cracked. Cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 420 mg/dl. Customer had been taking bolus all day but blood glucose would not drop. Rewind was interrupted by motor error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.